Manufacturer narrative:
All buttons functioned properly. No damage in the keypad assembly was noted and no unlocked lcd keypad connector during visual inspection noted. No button error alarms noted during testing. The pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No motor error alarms noted. The motor passed the motor test. The rewind functioned properly during testing. The pump was received with a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of motor error, button error alarm on their insulin pump, and high blood glucose levels. The customer's blood glucose level at the time of incident was 330mg/dl. The customer's most current level was 400mg/dl. The customer treated the high with the pump. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.